Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte. The frequent alarms may indicate a pre-analytical or undetected instrument issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer obtained questionable high test results for five patient samples using the elecsys pth stat immunoassay (pth-stat) on the cobas 6000 e 601 module. Of these five samples, discrepant results for two samples were provided; only results for one sample were released outside of the laboratory. All results are in units of pg/ml. The initial result of a sample aliquot was 23.43. On (B)(6) 2017, the sample was repeated on another analyzer with results of 7.58 and 7.52. The second result was deemed correct, since the patient has undergone a parathyroidectomy. There was no allegation that an adverse event occurred. The pth-stat reagent lot number is 18500501; the expiration date was not provided. Qc was acceptable on the date of the event. No fibrin or clots were observed in the sample. The alarm log information showed 47 alarms for "abnormal sample probe movement" and "abnormal sample aspiration" between (B)(6) 2017. The field service representative replaced the probe and conducted performance testing. Investigation activities are ongoing.